Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint could not be confirmed. The device was tested for programming and pressure. The device functioned properly. The problem reported by the customer could not be duplicated in the lab. In addition, the device history records were reviewed and they revealed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the patient developed enlarged ventricles. As a result, the surgeon attempted to change the pressure setting with great difficulty. In addition, he reported that an x-ray revealed that the device did not flow properly. The surgeon also reported that there was a possibility that the blockage of the device was resolved during radiographic visualization.